Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was reported that: device issue, clip hold error. The analysis results confirmed mic4036 cartridge (a) was received sterile and with no apparent damaged. The cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The clips were form as intended and conforming. The clips performed without any difficulties noted. It was reported that: device issue, clip hold error. The analysis results confirmed mic4036 cartridge (b) was received sterile and with no apparent damaged. The cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The clips were form as intended. The clips performed without any difficulties noted. It was reported that: device issue, clip hold error. The analysis results confirmed mic4036 cartridge (c) was received sterile and with no apparent damaged. The cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The clips were form as intended and conforming. The clips performed without any difficulties noted. Additional h3 investigation summary: one mic4036 reload (d) was received with no apparent damaged and with 2 clips loaded and four loose. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 2 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The clips performed without any difficulties noted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2019 and an implantable suture clip was used. During the procedure, it was reported that the clip did not close. The clips were used on suture code polysorb 3-0 - gl-122. There were no adverse patient consequences reported. .